Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in three (3) sections, a maverick 2 shelf box, an un-identified guidewire, un-identified sheath, stopcock, and ev3 catheter. The stopcock was attached to the hub of the device; as received. The batch number on the returned packaging and device matched the reported batch number. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The first section of hypotube connected to the hub had a complete separation 72cm from the strain relief. The second section of the hypotube was 15.5cm in length. The third section of hypotube connected to the distal outer had a complete separation 20.5cm proximal of the end of the hypotube. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were numerous kinks throughout the hypotube. The distal outer was buckled in five locations between the exit notch and proximal balloon bond. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the broken hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was reported that the maverick 2 balloon catheter was used off label in a peripheral. The directions for use states; "the maverick2 monorail ptca dilatation catheter is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion.¿ the most probable root cause is considered user related. (B)(4).

Event description:
It was reported that shaft break occurred. A.014 unspecified guide wire was advanced across the lesion and a 3.00mm x 20mm maverick balloon catheter was selected for dilatation. When the physician attempted to remove the device, it was noted that the shaft had fractured and the distal end of the catheter remained in the patient. An unspecified balloon catheter was used and advanced into the sheath and inflated, pinning the distal end of the balloon catheter inside of the sheath. The device was successfully removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. A .014 unspecified guide wire was advanced across the lesion and a 3.00mm x 20mm maverick² balloon catheter was advanced for dilatation. When the physician attempted to remove the device, it was noted that the shaft had fractured and the distal end of the catheter remained in the patient. An unspecified balloon catheter was used and advanced into the sheath and inflated, pinning the distal end of the balloon catheter inside of the sheath. The device was successfully removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4).